Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a malfunction. The staple was barely sticking out when they tried to use it. There was no patient injury.